Manufacturer narrative:
The reagent lot number was 89895601 with an expiration date of 30-nov-2026. The field service engineer found that the rinse mechanism tubing was obstructed. He replaced the tubing, verified the fluidics, adjusted the rinse dispense, adjusted the gear pump to specification, and primed the detergent. He ran qc and precision testing, which passed. The investigation determiend that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module for two patient samples. Data was only provided for one of the samples. The initial result was 1.9 mmol/land was questioned by the physician, who requested repeat testing. The repeat result using a different c702 module was 2.6 mmol/l, and was believed to be correct.